Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of therapy, while the hp was connected. The hp stated that the supply bag on the white clamp line came undone and that this bag was empty. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc device to clear the alarm. The tsr also explained the alarm and advised the hp to end therapy. The hp stated that they would perform manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.